Event description:
Customer reported 6 pts receiving blisters/burns from lightsheer xc treatment. One pt was reported burned (1st degree) across entire back and chest. Doctor prescribed 2% hydrocortisone cream.

Manufacturer narrative:
Lightsheer xc was evaluated 10/10/2007, regulatory inspector noted there were spots inside the handpiece, dirty energy meter glass and dirty touchscreen. There was excessive dust built up on the back of the system ventilation panel. Depot could not duplicate the e-5 error. The footswitch assembly was replaced as a precaution. Customer will be sent a letter advising them on the importance of maintaining their lightsheer.